Event description:
As reported: 18fr manta deployed into left femoral artery post tavr. After deployment of manta device, angiogram obtained showing a complete occlusion of left femoral artery at manta deployment site. Physician attempted to advance wire from contralateral arterial access site to repair vessel, but was unsuccessful. Vessel occlusion repaired by cutdown procedure.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
One unit of 18f manta was returned. Blood particulates were noted on the device. Lever of the device was not pulled. No sheath was returned. Note: device returned by customer was incorrectly labeled under MDR 3010252479-2022-00309 manta. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery (cfa). A mid-femoral head positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 6.0mm, with a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
Additional information on 25jul2022: the complaints were for two different 18f manta devices used on the same patient. Upon the deployment of the first 18fr manta device being used on patient, the 18fr manta was advanced over the wire, the bypass tube when engaged into the sheath would kick back and not allow forward advancement of the manta device into the sheath (related to MDR 3010252479-2022-00309 manta). Device removed and a second manta opened for use. With the second manta device, there were no issues with the devices deployment or bypass tube. The second 18fr manta deployed into left femoral artery post tavr (MDR 3010252479-2022-00308). After deployment of manta device, angiogram obtained showing a complete occlusion of left femoral artery at m anta deployment site. Physician attempted to advance wire from contralateral arterial access site to repair vessel, but was unsuccessful. Vessel occlusion repaired by cutdown procedure. MDR associated to: MDR 3010252479-2022-00309.